Manufacturer narrative:
The returned controller, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the reported incident and the returned device. Visual inspection shows a warranty seal which is in its original condition and not broken. A inside view revealed that nothing is loose inside the controller. No visible manufacturing abnormalities or defect components were found. No fluid spill marks were detected inside the unit. During functional evaluation the controller was powered up and an ¿f4 hardware failure¿ immediately occurred. The failure could not be reset and further tests could not be performed. The complaint was not verified because the unit is immediately displaying an error message after power on the unit and the root cause could be determined due to an electrical component failure. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1. An issue with the subject wand. 2. An issue with one or more of the concomitant devices in use at the time of this complaint event. 3. Improper power cycling of the controller. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
The device would not output energy without displaying an error message during the surgery. The customer exchanged the device, but problem didn¿t resolve. The procedure was successfully completed to using the shaver blade. No patient injuries and complications were reported.